Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional manufacturer narrative: calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The root cause of this event cannot be confirmed since the device has not been returned for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology and structural valve deterioration with calcification. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that this 23mm pericardial valve, implanted 14 years and 10 months, was explanted due to aortic regurgitation secondary to structural valve deterioration. This valve was originally implanted as a second aortic valve replacement to correct aortic stenosis when the patient was (B)(6) years old. After 14 years and five months, the patient started to feel shortness of breath on exertion. On echo, regurgitation due to structural valve deterioration was detected. At explant, all three leaflets were calcified. The leaflet corresponds to right coronary cusp was torn and the tear was from stent post to the cusp area which possibly caused regurgitation. Residual pieces of the freestyle valve from the patient's first aortic valve replacement surgery was removed. A 25mm sizer went through the patient¿s native annulus easily and a 25mm edwards inspiris resilia valve with no adverse patient effects reported as a result of the valve replacement. The patient's status was reported as ¿recovering¿ at a general ward of the hospital.

Manufacturer narrative:
Customer report of aortic regurgitation was confirmed through observed leaflet tears. Reports of structural valve degeneration and "at explant, all three leaflets were calcified" were confirmed through observed calcification on all three leaflets. X-ray demonstrated wireform intact, heavy calcification on leaflet 2, and moderate calcification on leaflets 1 and 3. Extrinsic calcific deposits were observed on the inflow aspect of leaflet 2. Calcification restricted leaflet mobility and led to stenosis. Host tissue on the stent circumference was minimal on the outflow aspect. Leaflet 1 had a 3mm tear near commissure 1. Leaflet 2 had a 8mm tear near commissure 3. Leaflet 3 had a 4mm tear near commissure 1 and 3mm hole at the cusp area. Calcification was evident at the tears. Leaflets were observed to be thickened and swollen near the tears. Sewing ring was cut at multiple areas around the valve and exposed the wireform around leaflet 1 and 2 on the inflow aspect. This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001.